Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set experienced flow issues. The following information was provided by the initial reporter: during tubing change / cap change procedure noted med tubing that would only prime about half way. Double checked that no clamps were closed and screwed and rescrewed each connection point to ensure appropriate connections. Replaced with new tubing that primed just fine and completed patient care. Tried again to flush all y itself, still wouldn't prime.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the product had flow issue could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9226 lot number 22049083 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set experienced flow issues. The following information was provided by the initial reporter: during tubing change / cap change procedure noted med tubing that would only prime about half way. Double checked that no clamps were closed and screwed and rescrewed each connection point to ensure appropriate connections. Replaced with new tubing that primed just fine and ompleted patient care. Tried again to flush all y itself, still wouldn't prime.